Event description:
It was reported, prior to clinical use, a white piece of thread was obsered on the coil of the lead. Consequently, this lead was not attempted for implantation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings noted a white piece of foreign material was observed on the lead (outer insulation) at electrode end at approximately 64 centimeters. An additional piece of white foreign material was returned in a tube.